Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ plate tsa l&p80 rodac snap 100 ea catalog number 215278. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ plate tsa w/lec and poly80 rodac there was contamination in the agar. The following information was provided by the initial reporter, translated from (B)(6) to english: customer noticed a contamination in the agar (not on the surface). All plates were affected.

Manufacturer narrative:
H6: investigation summary: it was reported that the plates would have show contamination in the media. The complaint history was reviewed for the past 12 months. No similar complaint was registered for catalog number 254038. The batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. The retain samples were reviewed and no deviation could be detected. Pictures were provided showing the reported contamination. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9 %. For our continuous monitoring, we derive a contamination ratio for below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. Based upon our investigation and the report and pictures you provided, we confirm the complaint.

Event description:
It was reported that prior to use with bd bbl¿ plate tsa w/lec and poly80 rodac there was contamination in the agar. The following information was provided by the initial reporter, translated from german to english: customer noticed a contamination in the agar (not on the surface). All plates were affected.